Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests and got results of 222 and 166 mg/dl. Tests were done one after the other, using separate fingersticks. She did not have any symptoms. Reporter said that she had nveer cleaned her meter. A control solution test was inn range 133 (103-153).